Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected field: d8. D8 corrrection: in the previous report, field d8 should have had the no information option selected. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing adhesive around the forceps cover, chipped adhesive on the objective lens, and chipped adhesive on the light guide lens. A root cause for the reported malfunctions could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rubber of the distal tip of the ultrasound gastrovideoscope was missing. The issue was found during reprocessing. There were no reports of patient involvement.